Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts during testing. However, they were able to determine that low battery power was causing the intermittent pump motor drive issue. The battery was replaced as a preventative measure but the fault was found to be caused by the user not charging the battery. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor error. The issue was discovered while verifying operating parameters after returning from depot repair. The pump never went back into service so there was no patient involvement.